Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) was confirmed. As received, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG a and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing excessive "adjust belt" messages.